Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
PICC was inserted into the right upper arm. PICC cut at 36cm. Internal measurement was 34 cm. It was reported the patient was having a CT when it was noticed there was leakage from the insertion site. The dressing was then removed and PICC flushed by infusional services to investigate. Leakage observed and the PICC was then removed. On removal a kink/pinch was observed at the 4cm mark of which 2cm was internal. New PICC should be inserted before next chemo.

Event description:
PICC was inserted into the right upper arm. PICC cut at 36cm. Internal measurement was 34 cm. It was reported the patient was having a CT when it was noticed there was leakage from the insertion site. The dressing was then removed and PICC flushed by infusional services to investigate. Leakage observed and the PICC was then removed. On removal a kink/pinch was observed at the 4cm mark of which 2cm was internal. New PICC should be inserted before next chemo.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample evaluation, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 4cm-5cm depth markings (5.5cm distal of the molded joint). The catheter split contained physical features associated with material fatigue. The kink was found to be longitudinally-aligned, centered about the termination point of a circumferentially-aligned permanent kink impression at the same site. The overall shape of the catheter at the kink/split site was elliptical in nature, which was another evidence of repeated kinking at that site. An additional permanent kink impression was seen near the 1cm depth marking. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redr2670 showed one other similar product complaint(s) from this lot number.